Event description:
It was reported that one day post implant, the ventricular lead had micro-dislodged, exhibiting low impedance and loss of capture. The patient was asymptomatic. The lead was successfully repositioned and no adverse consequences occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).